Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor would not power up. The cause for the inability to power on was isolated to extensive internal contamination in the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would not power up. The last patient to use this monitor did not report any deficiencies.